Event description:
It was reported the spring wire guide was kinked and could not be used. No patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one opened cvc kit with various components, including a spring wire guide, for analysis. The guide wire was returned within the advancer tube, although the cap was missing from the assembly, and showed some evidence of use. The customer reported that the evidence of use was due to the user continuing to use the product after the defect was found. Visual analysis of the guide wire showed two kinks towards the distal end. During normal assembly, these kinks would have been located inside the straightener tubing, protecting the guide wire from damage. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire body were located at 43 mm and 57 mm from the distal end. The total length of the guide wire measured to be 601 mm which is within specifications of 596-604 mm per swg product drawing. The outer diameter of the guide wire measured to be 0.80 mm which is within specifications of 0.788-0.826 mm per product drawing. The IFU provided with this kit states the following: "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The returned guide wire was advanced through a lab inventory ars and a lab inventory 18 ga introducer needle. The undamaged portions of the guide wire were able to pass through each component with minimal resistance. A manual tug test confirmed both welds were fully intact on the guide wire. Manufacturing has been previously contacted for defects of this nature. They stated that all guide wire assemblies are 100% inspected by an automated vision station before being packaged. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The IFU provided with this kit states: "do not use if package has been previously opened or damaged." The report that the spring wire guide was kinked was confirmed through visual examination of the returned sample. Two kinks were observed on the guide wire body. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. During normal packaging, the kinked portions of the guide wire body would have been located inside the tubing assembly protecting it from damage. Therefore, it cannot be confirmed when the guide wire was kinked. The root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the spring wire guide was kinked and could not be used. No patient involvement.